Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, reported the patient may have been lightly sedated for the 1 hr. 45 min. Delay to therapy during trouble-shooting. The procedure was re-scheduled for the following week. The second procedure was reported to have gone well and without issue. Software investigation has not been completed.

Event description:
A medtronic dbs representative reported that, while in a cranial subthalamic nucleus (stn) deep brain stimulation (dbs) procedure, the software would not allow them to manually register the crw frame. The medtronic representative attempted to auto-register and manually register exam on two different navigation systems without resolution. They re-created plan (superior to inferior, lateral to medial), re-loaded exam and attempted to manually register within various slices, again, without resolution. The surgeon opted to discontinue the use of the navigation system and halted the procedure. No harm to the patient was reported.

Manufacturer narrative:
The software investigation found that the scan was not to imaging protocol because the frame was tilted/rotated in both coronal and axial planes. The scan was also of poor quality because of significant artifact in the mr. The software functioned as designed.